Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station consistently failed to register users fingerprints during login attempts the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 27-aug-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the biometric identifier failed to register user fingerprint while logging in. A field service engineer was unable to install the new biometric identifier because the replacement part arrived damaged temporarily reinstalled the original biometric identifier which initially continued to function intermittently and could not be reliably repaired then reinserted and secured the mini universal serial bus (usb) connector on the original biometric identifier restoring proper functionality. The user tested the biometric identifier five times and confirmed successful operation with no failures. The system functioned as intended after the field service engineer repaired the device.